Manufacturer narrative:
(B)(6). The device was received for evaluation. During functional testing, the customer reported ¿failed downstream (distal) occlusion sensor during test with values of 20. 53 psi and 19. 46 psi¿ was not reproduced. The device was tested for downstream occlusion test with passing results. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump failed downstream (distal) occlusion sensor during test with values of 20.53 and 19.46 psi (pounds per square inch). There was no patient involvement. No additional information is available.